Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case and battery door were cracked. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the reported problem was not duplicated; all the readings of the force sensor were within the required specifications. The root cause of the issue was deemed to be customer induced via the customer?s disturbance of the pump during its self-test process. Action(s) taken to mitigate the reported issue(s): performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that the pump showed force sensor. No patient injury was reported.